Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was pulled from the strain relief and missing, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained missing cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated event, a reportable problem was found. Electrode belt sn 59086014 failed incoming functionality testing.